Event description:
Additional information was received that indicated that product analysis was completed on the generator. The unit was tested and met specifications. No eri flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was initially reported that the patient was admitted to the hospital due to an infection at the generator site. The plan was to treat the site with antibiotics to see if the infection improved. If it did not improve in 2 days cultures were planned and explant of the generator would be considered. Additional information was received that indicated that the generator was explanted. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.